Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomed to follow up on the reported issue. The rse was advised by the biomed that the reported issue is no longer found and the monitor is working fine. No additional details were provided. Reporting institution phone # (B)(6).

Event description:
It was reported that the non-invasive blood pressure (nibp) measurement is fluctuating. The device was not in use on a patient at the time of the event. There was no adverse event reported.